Event description:
While using super turbovac 90 during a shoulder arthroscopy the screen on the hip of the turbovac came off in the operative site. Screen was received and reviewed from pt by surgeon.